Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's son reported via phone call that they had a motor communication error alarm on the insulin pump. The son stated the alarm occurred more than 10 times in one day. The customer's blood glucose was 174 mg/dl. The son stated the alarm did not occur during the rewind/prime sequence. The son stated they were unable to access the insulin pump due to the constant alarms. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No alarms were noted, and the pump passed the self test. The pump had minor scratches on the display window.